Manufacturer narrative:
This report is being updated to report additional information provided and the results of the investigation (documented in a2, a3, b5, h6, h10), and corrected information in h6 (method) investigation results: the complaint device was returned to olympus for physical evaluation. Findings include: the device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is separated and missing a portion exposing metal, missing portion was not returned for evaluation. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. A review of the device history record for the lot indicated no anomaly. A review of the device labeling was completed. The instructions for use shipped with this device includes the following information related to the reported event: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation conclusion summary: the investigation could not definitively determine the cause of the reported event. Based on previous investigations regarding similar reported events the likely causes of the event include: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The peeled tissue pad was falling off because the pad added pulling load.

Event description:
Update: additional information provided (B)(6)2020. The patient has experienced no adverse effects as a result of this occurrence.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for physical evaluation. The definitive cause for the customer's experience cannot be determined at this time. Additional details regarding the patient and event have been requested. At this time, no additional information is available. This report will be updated should additional relevant information be provided and/or at the conclusion of the investigation.

Event description:
It is reported the teflon pad fell off a thunderbeat and into the patient during a procedure. The physician was unable to locate and remove the separated device fragment from the patient. No additional consequences to the patient have been reported as a result of this occurrence.